Event description:
It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure. According to the complainant, the clip would not advance out of the sheath. The procedure was completed with another resolution clip device. There has been no report of complications or injury as a result of this event. Post procedure the pt's status was reported as fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for eval. A failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and a similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).